Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to a hospital with pre-syncopal symptoms. There were pauses greater than 2 seconds noted. High rv pacing threshold measurements with diaphragmatic stimulation were noted as well. A lead revision was performed where the rv and right atrial (ra) leads on the right side were disconnected and the old, previously capped rv and ra leads on the left side were reconnected to the device. The physician decided to reposition the rv lead on the right side and perforated the heart. The patient survived and is doing fine. The rv and ra leads on the right side were explanted and returned for analysis. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.